Event description:
It was reported that the front end is not straight and stuck. The component involved is the dilator tip. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the introducer was not straight and stuck was inconclusive and could not be verified from the photograph that was provided for investigation. The photo showed a 5 fr microintroducer in open packaging. The sample exhibited evidence of use. What appeared to be blood residue was observed on the external surface of the white luer adaptor. The distal end of the vessel dilator exhibited discoloration, which may indicate that blood residue was present within the dilator. The distal end of the sheath and dilator were circled in the image. No damage could be observed in the photo at the distal end of the sheath or dilator; therefore, the complaint was inconclusive and the root cause of the complaint could not be determined. H3 other text : device evaluation findings are in the manufacturer's note.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reew2820 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the front end is not straight and stuck. The component involved is the dilator tip. No other information provided.